Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the drape was burned.

Event description:
It was reported that the drape was burned.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: "conor called in with an or that removed the safelight cable from the scope adapter, put the cable down thinking the light cable would turn off like normal, but instead the cable stayed on and burned a hole through the drape. The patient and staff were not hurt. However, conor will be sending in the safelight cable for repair." Conclusion: reported failure mode could not be reproduced but reed switch function was noted to be slightly insensitive in response to safelight adapter attachment. It's possible that these issues could cause it to get stuck in either the "on" or "off" position, leading to the reported scenario where the light source fails to turn off after the safelight adapter was removed. Probable root cause is likely due to a damaged/defective reed switch. The device manufacture date is not known.